Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the blue handle of the delivery ca theter system (dcs) separated during deployment. The physician attempted to put the pieces back together but was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: videos submitted by the account confirmed the actuator (deployment knob) had separated. Upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the valve loaded in the capsule of the dcs. Surgical tape was tied around the actuator components. The end cap/screw gear snap fit was connected. Visual analysis showed the tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. The capsule appeared bent or bowed. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. When the surgical tape was removed from the dcs, the actuator components separated. A hairline crack was observed on tab 3. Tab 4 was completely detached from the actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The capsule appeared bent which may have occurred during return transport for analysis. The device was received with surgical tape tied around the actuator components. When the surgical tape was removed from the dcs, the actuator components separated. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.